Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0004194. Please refer to mfg report number 2249723-2025-0004194 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0004215 in your database.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) unit shuts off and upper display screens gets fuzzy and unreadable. There was no patient harm reported.